Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the patient was unable to remove air bubbles from their reservoir. The patient's blood glucose at the time of incident was 200 mg/dl. The patient changed the reservoir but encountered the same air bubble issue. The patient stated that the air bubbles anomaly was causing high blood glucose. The reservoir will be returned for analysis.